Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. It was reported that the patient possibly had an interruption of cgm values. Issue was unable to be determined as the complaint was made via social media and reporter could not be reached for additional information. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.